Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, no water was fed. In addition to evaluation in b5, the air/water cylinder had discoloration. The suction cylinder had discoloration. The switch button 3 had a scratch. Due to a crack on scope connector cover unit, water tightness was lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The plastic distal end cover had a scratch. Adhesive around objective lens had a chip. The adhesive on the bending section cover had a crack. Due to deformation of the light guide connector, water tightness was lost. The video connector had corrosion due to water leakage. The video connector case had discoloration due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus service technician reported on behalf of a customer, the colonovideoscope had no air/water flow during preparation for use. There was no report of patient harm associated with this event, as it was detected prior to the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle was clogged with a foreign material due to insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water nozzle appeared to be a white, red and blue material but otherwise could not be identified. The root cause of the issue could not be determined, however, due to the observed a leak at the light guide connector, it is possible that the device reprocessing could not be sufficiently performed. The event can be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.